Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there was an emergency room visit on (B)(6) 2015 for his high blood glucose. Caller stated that his son was in class and he just laid down on the floor since he was having high blood glucose. Caller stated that the school called an ambulance and took the customer to the hospital. Customer had diabetic ketoacidosis and was wearing the insulin pump at the time of the hospital visit. Customer was given an IV and taken off the pump. Customer was treated with manual injections and released the next day. Caller stated tha the customer got hold of their doctor and was able to get assistance from the new clinical manager.